Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and representative regarding a patient receiving intrathecal dilaudid. A consumer reported feeling over- and undermedicated as well as feeling a "head rush". An x-ray was performed to ensure proper catheter placement. A dye study was also performed. Both were indicative of no issues. The patient's symptoms were felt following the use of their personal therapy manager (ptm). The patient's status was alive with no injury. Surgical intervention did not occur. Relevant information was requested to determine any actions or interventions taken to resolve the issue. The patient was indicated for the following uses: non-malignant pain.